Event description:
Customer reported unexpected negative reactions with cells 1, 6, 8, 14 & 18 of panocell when testing, a patient sample containing anti-m and anti-e. The antibodies were identified by testing with panocell lot #28074. Methodology is tube testing.

Manufacturer narrative:
The presence of the e and m antigens was confirmed on returned and retention panocell, lot 27051. The customer did not submit sample for investigation testing. It is not possible to rule out the sample as a cause of the event.